Event description:
Oversensing with repeated inadequate and ineffective shock delivery was reported after an implantation time of about 15 months. The lead was explanted.

Manufacturer narrative:
Squashing of the lead body could be shown in an area 6.5 cm distal from the ligature. Damage to the inner insulation (i.e., the electrical insulation between the helix and the rope conductors as well as between the individual rope conductors) can be suspected at this site. Such damage might be able to negatively impact the electrical characteristics of the lead and could thus be related to the clinical complaint. However, the electrical analysis did not show any measurable deviations from the technical specifications. A more detailed examination at this site would require a destructive analysis of the lead, for which we have not received permission. The observed squashing of the lead body requires excessive pressure loads on the lead body over a longer period of time. The characteristics and the position of the squashing of the lead body lead to the assumption of excessive and abnormal mechanical stress of the lead caused by the subclavian crush syndrome (i.e., jamming of the lead between clavicle and first rib). Diagnostic images of the mentioned body region to check these facts were not available for analysis. The analysis was unable to find any manufacturing errors or material defects.